Manufacturer narrative:
This report is filed, march 28, 2016. Device is currently unavailable.

Event description:
Per the clinic, the patient developed an open wound at the implant site resulting in decision to explant the device. The device was explanted on (B)(6) 2015, the site was allowed time to heal and the patient was re-implanted with a new device on (B)(6) 2016. The device has not been made available for analysis as of the date of this report, march 28, 2016.